Event description:
It was reported by the eye care professional via a social media post that a pt developed a corneal ulcer while wearing the daily disposable contact lenses when they fell asleep in the lenses. Add'l info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unk, therefore further investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).